Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. No error was found in event history log. He customer's reported problem was verified. Inspected the pump and power up with new battery, the battery died sooner than expect. Further investigation of the pump and determined that a faulty printed wiring assembly board is the root cause of the issue. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced printed wiring assembly board.

Event description:
It was reported that the device ran out of battery. No patient injury was reported.

Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump ran out of battery and is asking for passcode. There were no reported adverse events.